Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible the image was not displayed due to a failure of the image sensor unit, a board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined, as the reported issue was not confirmed or duplicated. During inspection and testing, service found the bending section cover (a-rubber) was scratched, the adhesive on the bending section cover was chipped, the bending angle was out of specification due to wear of the angulation wire, and the insertion tube was loose. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (the subject device was not displaying an image): the details regarding the procedure are unknown. However, it was confirmed there was no impact on the procedure due to the reported issue.